Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual examination of the instrument noted no abnormalities. Functional evaluation noted that the jaw operated properly upon actuation of the handle and passed a grasping test. The jaw was loose when the handle was compressed. The instrument was energized at full power for one minute and registered a mechanical fault. The device was disassembled and damage to the probe housing grove was observed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the damage to the probe housing groove is consistent with excessive material or an obstruction being compressed in the jaws as the trigger is connected to the groove and the jaws are closed. Any damage to the groove interface will result in the handle bottoming out and the jaws not closing completely.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a donor nephrectomy, the jaws did not grasp tissue firmly. Another device was used to continue. No other adverse events were reported.